Event description:
A medtronic international representative reported that when scrolling through the images, the screen of the workstation became unresponsive. In addition the system would become non-responsive when scrolling through the images in the load exam task. The display did not respond to the mouse, touch or ctrl-alt-delete. He turned power cycled the system and it started working. No patient was present when this issue occurred.

Manufacturer narrative:
This event was reported outside the operating room and no patient is present. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Suspect system was returned to manufacture. System computer testing results as follows: initial testing shows system to boot and load exams properly. There are 11 gb of patient exams on system. During further testing the spine application exited when loading multiple exams. 11 gb of patient data on system. Reimaged system, reloaded software and system then functioned properly. Software indirectly caused event. System repaired and returned to the user.